Event description:
The user facility reported arcing from the housing of the laparoscopic scissors insert, during a diagnostic laparoscopic procedure. Reporter stated a pop was heard and a flash noted, after which a bowel injury was found. Some repair was required, extending the procedure, but the bowel was not perforated. After the procedure a black mark was also found on the trocar cannula. The encision aem handle and scissors insert, along with the trocar, were returned for eval. The reporter expressed concern that the encision aem monitor had not indicated a problem.